Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.corrected field:- h6 (impact codes): f12 "serious injury/illness/impairment" and f19 "surgical intervention" were substituted for f1905 "device revision or replacement"upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker testing that verifies the performance of pacing and sensing could not be performed due to a detached header.

Event description:
It was reported that this implantable pulse generator was being explanted and it's header was damaged in an effort to remove the right ventricular (rv) lead as it was found to be stuck. Attempts of removing the rv lead with the help of heparinized saline solution were unsuccessful. The connector block on the proximal side adhered to the end, and it would not come off easily even if it was pushed. The physician suspected that the adhesion was due to the adhesive or the blood. As a result, it took considerable amount of time to remove that metal part of header from the lead. Since the rv lead's coating got damaged due to the series of actions performed, it was decided to replace it. This device was then successfully replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator was being explanted and it's header was damaged in an effort to remove the right ventricular (rv) lead as it was found to be stuck. Attempts of removing the rv lead with the help of heparinized saline solution were unsuccessful. The connector block on the proximal side adhered to the end, and it would not come off easily even if it was pushed. The physician suspected that the adhesion was due to the adhesive or the blood. As a result, it took considerable amount of time to remove that metal part of header from the lead. Since the rv lead's coating got damaged due to series of actions performed, it was decided to replace it. This device was then successfully replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.